Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, due to pump shutdown. Customer's blood glucose level was 143 mg/dl. Reportedly customer updated the pump settings and continued with insulin therapy.